Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock from the device while mowing the lawn. The patient did not have any symptoms leading up to the shock, but had been very active. The patient presented to the emergency room (ER) where a local sales representative interrogated the device. It was observed that sensing was not fully optimized, and the stored episode showed a sinus rhythm with p-wave and t-wave oversensing, resulting in the inappropriate shock therapy. Also, there was some oversensing of noise present after the shock. The patient had a scheduled device check four days later where the automatic optimization would be performed. Current device programming was in the alternate vector with a gain of 2x and smart pass was noted to be off. The patient was seen in the clinic as planned. The device was interrogated and the smart charge was extended to delay therapy. It was noted that the smart pass feature remained disabled due to low amplitude r-waves. Also, the audible beeper was enabled. No adverse patient effects were reported outside of the one inappropriate shock that was received. The device remains implanted and in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock from the device while mowing the lawn. The patient did not have any symptoms leading up to the shock, but had been very active. The patient presented to the emergency room (ER) where a local sales representative interrogated the device. It was observed that sensing was not fully optimized, and the stored episode showed a sinus rhythm with p-wave and t-wave oversensing, resulting in the inappropriate shock therapy. Also, there was some oversensing of noise present after the shock. The patient had a scheduled device check four days later where the automatic optimization would be performed. Current device programming was in the alternate vector with a gain of 2x and smart pass was noted to be off. The patient was seen in the clinic as planned. The device was interrogated and the smart charge was extended to delay therapy. It was noted that the smart pass feature remained disabled due to low amplitude r-waves. Also, the audible beeper was enabled. No adverse patient effects were reported outside of the one inappropriate shock that was received. The device remains implanted and in service. Additional information was received. The patient received inappropriate anti-tachycardia pacing (atp) and shock therapy in june, shortly after completing their cardiac rehab exercises and during the cool-down stretches. The patient reported a headache and chest soreness following the shock. The patient completed a remote device check, then presented to the clinic the next day for a communication test with the leadless pacemaker. The episode showed normal sinus rhythm with p-wave and t-wave oversensing. No programming changes were made and the patient accepts the risk of inappropriate shock therapy. It was noted this patient also had a left ventricular assist device (lvad) implanted as a bridge to a heart transplant. In (B)(6) 2024 the patient received a new inappropriate shock due to p-wave oversensing. The device was checked in the clinic and no changes to device programming were made. No additional adverse patient effects were reported. The device remains implanted and in service. In (B)(6) 2024 the patient underwent a heart transplant. Therefore, the leadless pacemaker and s-ICD system were removed from the patient and are no longer in use. At this time, no explanted products were returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock from the device while mowing the lawn. The patient did not have any symptoms leading up to the shock, but had been very active. The patient presented to the emergency room (ER) where a local sales representative interrogated the device. It was observed that sensing was not fully optimized, and the stored episode showed a sinus rhythm with p-wave and t-wave oversensing, resulting in the inappropriate shock therapy. Also, there was some oversensing of noise present after the shock. The patient had a scheduled device check four days later where the automatic optimization would be performed. Current device programming was in the alternate vector with a gain of 2x and smart pass was noted to be off. The patient was seen in the clinic as planned. The device was interrogated and the smart charge was extended to delay therapy. It was noted that the smart pass feature remained disabled due to low amplitude r-waves. Also, the audible beeper was enabled. No adverse patient effects were reported outside of the one inappropriate shock that was received. The device remains implanted and in service. Additional information was received. The patient received inappropriate anti-tachycardia pacing (atp) and shock therapy in june, shortly after completing their cardiac rehab exercises and during the cool-down stretches. The patient reported a headache and chest soreness following the shock. The patient completed a remote device check, then presented to the clinic the next day for a communication test with the leadless pacemaker. The episode showed normal sinus rhythm with p-wave and t-wave oversensing. No programming changes were made and the patient accepts the risk of inappropriate shock therapy. It was noted this patient also had a left ventricular assist device (lvad) implanted as a bridge to a heart transplant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock from the device while mowing the lawn. The patient did not have any symptoms leading up to the shock, but had been very active. The patient presented to the emergency room (ER) where a local sales representative interrogated the device. It was observed that sensing was not fully optimized, and the stored episode showed a sinus rhythm with p-wave and t-wave oversensing, resulting in the inappropriate shock therapy. Also, there was some oversensing of noise present after the shock. The patient had a scheduled device check four days later where the automatic optimization would be performed. Current device programming was in the alternate vector with a gain of 2x and smart pass was noted to be off. The patient was seen in the clinic as planned. The device was interrogated and the smart charge was extended to delay therapy. It was noted that the smart pass feature remained disabled due to low amplitude r-waves. Also, the audible beeper was enabled. No adverse patient effects were reported outside of the one inappropriate shock that was received. The device remains implanted and in service. Additional information was received. The patient received inappropriate anti-tachycardia pacing (atp) and shock therapy in june, shortly after completing their cardiac rehab exercises and during the cool-down stretches. The patient reported a headache and chest soreness following the shock. The patient completed a remote device check, then presented to the clinic the next day for a communication test with the leadless pacemaker. The episode showed normal sinus rhythm with p-wave and t-wave oversensing. No programming changes were made and the patient accepts the risk of inappropriate shock therapy. It was noted this patient also had a left ventricular assist device (lvad) implanted as a bridge to a heart transplant. In (B)(6) 2024 the patient received a new inappropriate shock due to p-wave oversensing. The device was checked in the clinic and no changes to device programming were made. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.